Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, footswitch lost communication and led light is red. Philips has confirmed that the reported failure is due to a connectivity issue. To resolve the issue, customer is using the wired footswitch. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the device was operational by using wired footswitch. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless foot pedal lost communication. Red led is lit. No harm to the patient or user was reported. Philips has started an investigation of the complaint.